Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit won't pass safety disk test, it has an alarm 65 kb defective and needs to be replaced. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed unit fails 3rd test of the safety disk leak tests. In the system logs there was 2 incidents of a fault code 65 recorded. Replaced the drive manifold assembly and now the unit passes the complete safety disk leak test. Unit passed all functional, safety, and electrical tests to factory specifications. Unit is cleared for clinical use and returned for use.

Event description:
N/a.